Event description:
While using a byte day aligner patient reported that their aligners are not fitting properly, their teeth are no longer shifting, and the aligners are causing uncomfortable cuts and sores. There are gaps between the aligners and their teeth on both top and bottom, as well as between the aligners and their gums. Their tongue gets stuck in the gaps at times causing cuts and sores.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.